Event description:
Abrupt stopping of the treadmill occurred during pediatric exercise testing. We were told by carefusion tech support that carefusion knew about this "glitch" prior to the install and training, but continued with the install and training with no prior notice to us. We were told by sales and service that the company would get back to us with an update as to the course of action carefusion is taking to remediate this problem. Our new system has been shutdown since determining the nature of this glitch.